Manufacturer narrative:
The field service engineer (fse) duplicated the reported problem and replaced the motor controller (mc) board and the flow sensor assembly to address the reported problem.

Manufacturer narrative:
This is pending repair completion. Patient information was requested. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with watchdog test failed. The customer reported the device was in use on patient, but there was no patient harm reported.